Manufacturer narrative:
H6): added codes: 4727 and 4621.

Manufacturer narrative:
Patient date of birth, age unavailable. Patient weight unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device was inserted into the rv lead to provide traction to aid in lead removal. The physician used several different spectranetics devices to attempt to advance through a binding site within the vasculature, with progress stalled in the area of the binding. It was reported to be a lengthy extraction attempt, and it was noted that the lead was falling apart with limited traction. At the time a spectranetics 13f tightrail rotating dilator sheath was in use along with the tightrail outer sheath, it was reported that the tightrail went through the tightrail outer sheath. It was reported that the outer tip "popped" away from the inner tightrail device. At that point, the outer sheath and inner tightrail device tips were pointing in different directions (the outer sheath was no longer coaxial with the lead). Upon removal of the device from the body, visual inspection showed a break in the outer sheath (please reference MDR 1721279-2021-00048 which captures the 13f tightrail device that went through the tightrail outer sheath, submitted due to potential for injury with recurrence). Transesophageal echocardiography (tee) revealed no injury and the patient's blood pressure and hemodynamics remained stable. The physician then chose to abandon the extraction attempt of the rv lead. It was reported that during the long extraction attempt, the lld had also broken. Because of the lld breaking, and when the physician chose to abandon the lead and leave it inside the patient, he was unable to unlock the lld from the rv lead. Therefore, the lld and the rv lead were cut, capped and remained in the patient's body. The patient survived the procedure with no reported injury. This report is being submitted to capture the lld which was present in the rv lead and was cut, capped and remained in the patient's body, and has the potential for complication with recurrence.